Event description:
I had a breast augmentation the product was mentor smooth round high profile saline. Left side :ref: (B)(4)/ right side ref: (B)(4). Within several months after placement. I started having weird symptoms, severe panic attacks, fatigue felt unstable mentally. As time went on, I was diagnosed with hashimoto's autoimmune disease. Later I noticed my right breast was getting harder, aching, felt very uncomfortable. I saw many doctors and was told (no) saline is safe! It's not your implants. Then I wouldn't give up because I got worse and worse always feeling horrible. I finally found a surgeon that believed me. My body was rejecting the implant. After the removal of the implants, we noticed one of them had been leaking and had mold growing around the (injection site of implant) where they fill the implant up. My surgeon gave me the implants and I do have them, after the explant. Plus, I didn't realize; yes, the implants are filled with saline but, the shell is made of silicone. As far as test from 2007 until 2019 I have many. My blood work always came back normal, rh factors, mammograms. Etc. Besides, when they found out I had hashimoto's it took several doctors working in conjunction together to run special tests. Because my th levels were always normal. FDA safety report ID# (B)(4).